Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a competitor product was implanted.